Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline severed approximately 0.75 inches from the pump housing. The severed external portion of the driveline was not returned. The inflow cannula and the outflow graft were not returned. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed a denatured deposition surrounding the outlet bearing, partially occluding all three stator vanes. Areas of denaturation were observed on the deposition and contact marks were observed on the distal side of the rotor, indicating that the deposition was present while the pump was supporting the patient. Although a specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, it could have contributed to the reported elevation in lactate dehydrogenase (ldh). Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a lactate dehydrogenase (ldh) of 879 u/l, which was double the baseline value. The patient complained of shortness of breath and recent hypertension, but denied changes in urine color. A ramp echocardiogram was performed at bedside; however, the results were not provided. The manufacturer¿s technical services representative reviewed the provided log file and reported that the data reviewed did not contain attributes suspicious for the presence of thrombus within the motor chamber. On (B)(6) 2017, the patient underwent a pump exchange. Additional information has been requested, but not yet provided.